Manufacturer narrative:
Customer complaint confirmed. A visual evaluation found that stent had been tore in two pieces at the proximal pigtail and the proximal remnant of the device was not returned. The tear appeared to be jagged and was found going through one and was found going through one of the side port holes. The root cause appears to be that the suture was pulled upon during an attempt to remove it from the device causing the stent to be broken in some way. A lot history search was performed and found no other complaints against lot number 8591517. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded. The march 2007 15-month stretch vl stent complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. The root cause of how the stent was torn apart cannot be determined at this time.

Event description:
It was reported to boston scientific corporation that one of our stretch vl stent was being used for urethral drainage that occurred in 2007. During the procedure, the suture that is intended to remove the coil was missing. Upon the removal of the device, the physician reported that approximately 0.5 cm of the stent had detached. The detachment of the stent was external to the patient. No form of intervention was required. No component detached within the patient anatomy.